Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented in-clinic with alerts, the device was found to have reached eri and then eol due to premature battery depletion. The device was explanted and replaced. The patient was fine.